Event description:
It was reported that during an intervention on an occluded superior femoral artery the physician attempted to advance the delivery catheter through the sheath and it became dislodged at the valve of the sheath.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.